Event description:
It was reported by the caller that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer was instructed by tandem technical support to perform a system check, but no issues were identified. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue.